Manufacturer narrative:
Medtronic received additional information that the physician preferred to use another band. The physician indicated there were no malfunctions or issues with the initially implanted annuloplasty band and that the replacement was due to surgeon preference. Patient race information completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this annuloplasty ring, implanted an unknown duration, was subsequently explanted for unknown reasons. No adverse patient effects were reported.